Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4). Final analysis of the pump found no anomalies. The pump passed all non-destructive testing. Final analysis of the catheter found a deep, circular coring in the bottom of the sc connector cup that was consistent with the inner diameter of the tip of the pump outlet port. It also looked like a separation of the seal took place. During pressure testing, a leak was seen. In addition, during pressure testing, the shape of the catheter changed. This was likely due to the separation of the seal in the sc connector cup.

Event description:
It was reported that the pump and catheter were explanted. The drug used in the system was unknown.

Event description:
Additional information was received. It was reported that the pump had reached its elective replacement indication (eri), so the pump was replaced.

Manufacturer narrative:
(B)(4).